Event description:
Prior to the procedure, staff was checking the device and the device jammed with needle attached. It broke two needles while loading. Device was removed and another device was used for the procedure. This device functioned properly.